Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The delivery accuracy tests found the pump to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical pump failed volumetric testing. There was no patient present at the time of the event. There were no reported adverse events.